Event description:
During prep of the balloon wedge catheter, the md was unable to deflate the balloon with the syringe - the balloon stayed inflated. The catheter was removed and replaced with no interaction with the patient. Manufacturer response for balloon wedge pressure catheter, 6fr x 110cm arrow balloon wedge pressure catheter (per site reporter).